Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, vision changes, sweatiness. The customer also reported a discrepancy between sensor glucose and blood glucose which was not within range. The blood glucose value from the reported event was 70 mg/dl and the sensor glucose value from the reported event was 161 mg/dl. The customer reported a blood glucose value of 54 mg/dl after suspending the pump. The hypoglycemia was treated with glucose/carb intake. The event involved product(s) unk_sensor. Troubleshooting was performed for hypoglycemia and the customer confirmed pump was over delivering. Customer had been used the insulin pump within 48 hours of reported event. Troubleshooting was not performed for sensor glucose and blood glucose. No further patient complications were reported. No product return is required for unk_sensor.